Event description:
It was reported that this right ventricular (rv) lead exhibited increase in threshold values. There was asystole near 2 seconds noted. Rv impedance halved since implant. The boston scientific representative was contacted to increase the rv amplitude. This rv lead remains in service. No adverse patient effects were reported.